Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers not opening. A field service engineer replaced the drawer controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer will not open. Customer stated that the malfunction occurred when they tired issue medication. There were no adverse events or injuries reported based on this event.